Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during preparation. During preparation for a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Air bubbles were observed in the sheath when the sheath was being prepared. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during preparation. During preparation for a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Air bubbles were observed in the sheath when the sheath was being prepared. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that only the dilator had been inserted in the sheath when the air bubbles were observed. Blood also leaked from either the valve at the end of the sheath handle or from the side port air lock for flushing, though the location of the leak could not precisely be determined.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found by the visual inspection. Faradrive sheath was observed to fail leak and aspiration performance testing. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub, creating a significant leak path from the defect. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited air bubbles during preparation. During preparation for a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Air bubbles were observed in the sheath when the sheath was being prepared. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that only the dilator had been inserted in the sheath when the air bubbles were observed. Blood also leaked from either the valve at the end of the sheath handle or from the side port air lock for flushing, though the location of the leak could not precisely be determined.